Event description:
It was reported that the ft10-bipolar handpiece melted when plugged into the unit. Upon further troubleshooting, biomed discovered that the account was using handpieces from a different manufacturer and advised to use OEM-medtronic handpieces. A list of compatible manufacturer handpieces was emailed to biomed. There was no patient injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).